Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The hcp reported that a revision was taking place. The hcp reported that the patient had bad scoliosis and that it caused the patient to lose therapeutic benefit as the lead was slowly moving out of position. The hcp reported that the lead revision was being done now and the ins would be replaced as well. The hcp reported that it had been a slow progression of loss of therapy and couldn¿t put an event date to the issue. No further complications were reported.